Event description:
It was initially observed during the review of the patient's programming history in the manufacturer's programming history database, that there was a programming anomaly seen on (B)(6) 2004. The patient was shown to have been interrogated on (B)(6) 2004 showing that she was at 0.00ma. It is unclear if this was an intentional disablement as there was no observed interrupted diagnostic test or programming session prior to this appointment. The patient's last known programming session was noted to be on (B)(6) 2003 where the patient was programmed with successful diagnostics showing within normal limits. It is unclear who the patient saw prior to the observed disablement or if there was an interim office visit with another programming system used. There have not been any adverse events reported at that time.